Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay-user/patient's husband contacted lifescan (lfs) to report experiencing an inaccurate result issue with her one touch ultralink meter. The medical surveillance specialist (mss) spoke with the patient's husband on (B)(6) 2011 and obtained the following information. The patient's husband reported that the alleged issue with the subject meter began on approximately (B)(6) 2011 at an unspecified time. He stated that they compared the subject meter with her backup one touch ultramini meter, and felt that there was a difference of 50-75 points, but could not recall the exact numbers. The patient's husband reported that she manages her diabetes with insulin (pump therapy) and due to the higher reading on the subject meter (could not recall result), she took insulin (could not recall type or amount) to correct her high glucose. Despite the alleged inaccurate results, he confirmed that she continued using the subject meter as her primary meter. On (B)(6) 2011 at 6:30 am, he claimed that she woke up feeling sweaty, incoherent and sleepy. In response to her symptoms, the patient's husband reported that he proceeded to immediately treat her with a glucose tab and orange juice without testing her glucose level. He confirmed that she felt better after receiving the treatment. During the initial call with cca, the patient's husband described that she is using the correct strips, an adequate sample site, and the correct unit of measure in the meter. While troubleshooting with the cca, the quality control test was not performed with the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient's husband claims she reportedly developed symptoms suggestive of hypoglycemia, which needed intervention, after the reported issue began.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.